Manufacturer narrative:
H3 other text : multiple attempts were made to request more information regarding resolution of the reported problem. Response was received, and no information was made available.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm 100 device indicating the device displays error messages with the cardio versions and sometimes another defi had to be consulted since the patients are under short anesthesia. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.